Event description:
It was reported that(4) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the four ems instruments were all used during the procedure. When the handle was squeezed, no staples came from the distal end of the ems due to misfiring. The surgeon had to dry fire many times to get staples to finally come out. There was no consequences to the pt.